Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02115. It was reported a pericardial effusion occurred. An intellamap orion¿ mapping catheter and a polaris x diagnostic catheter were selected for use. After all catheters had been pulled from the patient following the procedure, the patient woke up and felt fatigued. A transesophageal echocardiography (tee) was performed and identified a pericardial effusion. A pericardial tap was performed to remove the fluid and the patient was stabilized with no further complications. There had been no performance issues with the catheters; the physician was unsure as to the cause of the event.

Manufacturer narrative:
Device evaluated by MFR: the device passed all relevant testing; however, there was evidence of damage to the proximal end of the basket on splines 1, 5, 6, 7, and 8 from what appears to be trimming/cutting of adhesive around the collar. Electrical testing was performed and the device passed the test; the magnetic sensor resistance and inductance measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Updated: device evaluated by MFR. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02115. It was reported a pericardial effusion occurred. An intellamap orion mapping catheter and a polaris x diagnostic catheter were selected for use. After all catheters had been pulled from the patient following the procedure, the patient woke up and felt fatigued. A transesophageal echocardiography (tee) was performed and identified a pericardial effusion. A pericardial tap was performed to remove the fluid and the patient was stabilized with no further complications. There had been no performance issues with the catheters; the physician was unsure as to the cause of the event.